Manufacturer narrative:
- The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no abnormality has been found and the lead connection test was successful. - the issue described in the complaint could not be reproduced. - this complaint has been recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Clinical case description: prof. Schär planned an implant of teo dr on 20.07.23. After placing and testing the electrodes the pyhsician wanted to connect the rv-electrode in the is1 connector port on the pacemaker. During the try to connect the rv electrode, prof. Schär noticed a crackling sound during the connection process and it was not possible to fix the electrode inside the port. Due to this prof. Schär decided to use another pm. Attached files: technical files / cso files -pre implant.

Event description:
The physician planned an implant of teo dr on (B)(6) 2023. After placing and testing the electrodes the physician wanted to connect the rv-electrode in the is1 connector port on the pacemaker. During the try to connect the rv electrode, he noticed a crackling sound during the connection process and it was not possible to fix the electrode inside the port. He decided to use another pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.